Event description:
It was reported that "laparoscopic scissor not working well and tv screen malfunctioning. Storz rep evaluated tv and connections for the bovie machine. The bovie outlet for the machine was reconnected to the wall from the boom. Initially, equipment seemed to work better; after 15 minutes, the laparoscopic scissor disconnected from the bovie cord by heat/melting. Part of the connector for the laparoscopic equipment had melted into the bovie cord extension. It was hot."

Manufacturer narrative:
The reported device was not returned to conmed corp for investigation/eval. A review of the mfg documents from the (DHR) device history records was not possible as no lot number was provided. A review of the customer complaint history has shown no similar complaints for this product. Without examining the device, we are unable to determine the root cause of this event. We are considering this complaint complete and closed. (B) (4).